Event description:
It was reported that the device ¿sometimes works¿ and that it shows a message of ¿pass¿ on the setup screen without even being connected. Sometimes, it is no response on screen, when the doctor touches nerve directly. There was no report of patient impact.

Manufacturer narrative:
Product analysis for mainframe 8253002 nim response 3.0 intl found that the device appeared to be in good working condition without damage. The interface, simulator and probe were connected and the mainframe turned on; boot-up sequence completed with no errors. Touchscreen responded. A monitoring mode was selected using all available channels. Each channel was stimulated in turn; normal and appropriate responses were seen on all channels. The stim setting was changed using the probe; system responded appropriately. Electrode check was within acceptable ranges for all channels, stim 1 and 2, and ground. The underlying cause could not be determined during this test, so the device was released to service and repair for processing. Service and repair found that a cpu board had failed. The item was repaired and returned to the customer. The product analysis for patient interface 8253200 response 3.0 began with the same process described above for the mainframe. Service and repair found no fault with the device. The spare fuse was missing and this was replaced prior to returning to the customer. Method: actual device evaluated. Method: simulated use testing; electrical evaluation. Results: electrical problem. Conclusion: device repaired and returned. (B)(4).

Manufacturer narrative:
This device is used for therapeutic purposes. Concomitant product: patient interface 8253200 response 3.0, 510k: k083124, serial # (B)(4), lot# 208188551, MFR date: 2014-03-28. (B)(4) - no known impact or consequence to patient. Device operates differently than expected; sensing intermittently. The product has not yet been received for analysis. Method: no testing methods performed. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.